Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast reconstruction with a 650 cc ce med height tissue expander on the left breast. Post-operatively, the patient suffered breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2025. The replacement device was a 650 cc ce med height tissue expander (catalog: 3548225 lot: 9993902 sn: (B)(6)).

Manufacturer narrative:
On may 15, 2025, the mentor failure analysis lab received the device for evaluation. On may 21, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the tissue expander. Visual analysis of the returned device revealed that no damage or anomalies were observed on the ce med height te 650cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior aspect measuring less than 0.1 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.